Event description:
A 4 x 40mm angiosculpt was placed in the anterior tibial (at) and inflated to 2 atmospheres. It was then moved proximal to the popliteal and inflated to 6 atmospheres for 2 minutes. After the device was removed, there was material on the tip and stuck within the scoring elements. The physician took a piece of gauze to remove the material and the catheter tip appeared damaged. A new device was then used to complete the case and the results were great.

Manufacturer narrative:
Evaluation summary: visual examination of the returned catheter found peeling of the distal bond material. There were no detached components of the distal bond material. Performance testing of the returned catheter resulted in the following observations at varying inflation pressures: uneven spacing between scoring element struts, slight bowing of the balloon at 14 atmospheres only, and no detachment or lifting of the scoring element ring attachment. The procedure was concluded with no pt adverse outcome. The product problem was observed after device removal. Conclusion: although the company is submitting this medwatch report for a distal bond peel, the company has historically not submitted mdrs for complaints for distal bond peel or distal bond disruption (i.e., detachment of the distal scoring element ring from the shaft, where the ring remains secured to the intermediate bond) because the company believes that distal bond peel and disruption are not reasonably likely to cause or contribute to a death or serious injury upon recurrence. The company recently submitted an MDR for a distal bond peel that resulted in a separation (MDR # 3005462046-2010-00009). Thus, in an abundance of caution, the company is submitting this MDR for a distal bond peel complaint. (B)(4). Only one of those events resulted in a distal bond peel separation (referenced above), and none of those events resulted in pt injury.